Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name# mck femoral-rm-ll-sz 4 ; cat#180514 ; lot# 570589-m. Device name# mck tibial baseplate-rm/ll-sz 5 ; cat#180615 ; lot# 25151118-01. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Dr removed partial knee implants and put in a total knee due to knee pain and lateral arthritis the patient had. Right knee.